Event description:
It was reported that the user paused insulin delivery to shower and required assistance to resume insulin, after which blood glucose rose to a reported peak of 202 mg/dl; troubleshooting and education were completed, and no alerts or alarms were reported. Symptoms included hyperglycemia without associated clinical sequelae. Outcomes included no medical intervention, no back-up therapy, no ketone testing, no hospitalization, and no reported functional impairment. Investigation included technical support review and user education. Investigation of this case revealed an undetermined cause for the transient hyperglycemia. It was concluded that the event was user-managed with resumed insulin and that the cause remained unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.